Manufacturer narrative:
The reported events of oversensing noise and low pacing lead impedance were confirmed. Final analysis found that the insulation was abraded at 23.3cm to 23.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited mode switch due to noise oversensing. The lead was explanted and replaced. The patient was in stable condition.